Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and failed due to missing sensor wire. The probable cause could not be determined post investigation. The allegation was confirmed. No injury or medical intervention was reported.